Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was unable to bolus. No further information was available. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2017 with the following findings: a review of the alarm history verified that the pump was able to bolus on the date of the complaint. The allegation that the pump was unable to bolus was unable to be duplicated.